Event description:
It was reported that a case was a t11-l3 perc spine fusion with a spine tumor at l1. We placed the drb in the right psis and the surveillance in the left iliac crest. After the first spin when dr. (B)(6) clicked on his first screw he noted that the nav was way off (towards the patients midline). It was discovered at this time that the surveillance was not set prior to spinning so we wanted to play it safe and re spin. After respinning we placed the t12, l2 and one l3 screw on the left and when we went to place the l3 screw on the right he noted that the nav was way off again. This time the surveillance had been properly set and was still green. Then we moved the drape north (the patients t11 entry point was previously not draped out enough to access) and re spun again. Immediately after the 3rd spin when he went to check accuracy, he noted that it was again off and that he didn't trust the nav moving forward. The surveillance was also still green at this time as well.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. It was reported to globus medical, utilizing the intraoperative workflow with excelsius3d, that the user experienced multiple issues with navigational inaccuracy. During the first registered the patient utilizing the intraoperative workflow with e3d, anatomical landmark checks alerted the user of navigational inaccuracy. The user then decided to reregister the patient due to the inaccurate landmark checks using the intraoperative workflow with e3d. The t12, l2, and l3-l screws were placed. During the attempt to place the l3-r screw, the user experienced navigational inaccuracy. Due to the navigational inaccuracy, the user re-registered the patient using the intraoperative workflow with e3d. The patient was re-draped to place t11 screws and the user once again experienced navigational inaccuracy. The use of excelsiusgps and excelsius3d was aborted. A review of the case logs and conversations with the representative revealed that the navigational inaccuracies experienced in this case were due to dynamic reference base (drb) shifts. Drb shifts can cause navigational integrity issues and can lead to the misplacement of implants . The user acknowledges that they performed anatomical landmark checks with each new instrument or level to ensure navigational integrity before proceeding with navigation as recommended. The screws were placed during this case and there are no reported adverse effects to the patient. This evaluation has been completed there are no associated work order or part returns. The severity observed did not exceed the anticipated severity. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.